Manufacturer narrative:
(B)(4). Only event day and year known: 20, 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Did the jaws eventually open? If so, how? If not, how was the device removed from the patient? What is the current status of the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
During gastrojejunostomy of b2 case, he fired the echelon to anastomose. But it stuck with the tissue in the jaw, and then, a scrub nurse tried to remove the device using the knife reverse button, which failed. So, she once again tried with the manual override button, but it also failed. They called the ps, and while I was on my way to the hospital, they removed the device from the patient, and the case was closed. There has been no reported side-effect so far.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57v31. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.